Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced right-sided grade iii capsular contracture postoperatively. As a result, the patient underwent removal and replacement with a (catalog #:3505004bc, serial #:(B)(4)) on (B)(6) 2021. The device was discarded by the facility due to their covid-19 protocol. Therefore, the device is not available for product evaluation.